Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited low impedance. With isometric maneuvers, no noise or change in measurements on the lead was noted. The patient is not symptomatic and the clinic will continue to just monitor the lead.